Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 223113364 was returned and analyzed. The visual inspection of the ma pping catheter observed a kink at the tip/loop of the tubing. A visual inspection of the mapping catheter loop segment showed the loop was kinked and ribbed. In conclusion, the mapping catheter failed the returned product inspection due to a kink that was observed on the tip/loop of the tubing and on the loop segment. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.